Manufacturer narrative:
Correction made to a1: patient identifier: unknown (previously submitted as none). Correction made to b5: the event occurred during prime of peritoneal dialysis therapy (previously submitted before use of the device for peritoneal dialysis therapy). There was no report of patient injury or medical intervention associated with this event (previously submitted as there was no patient involvement). Correction made to b6 &b7: ni (previously submitted as na). Correction made to d10: ni (previously submitted as na). Correction made to f10/h6: health effect - impact codes: f26 (previously submitted as f27) additional information was added to h3, h6, and h11. H11: the device was received for evaluation. Visual inspection was performed and damaged cassette sheeting, damaged white spike to the white clamp supply line, and damaged white spike to the heater line were observed. Leak, clear passage, and clamp function testing were performed and leaks were observed from the damaged areas. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue which occurred when the flow wrap pouching equipment attempted to make the seal. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.